Event description:
The pt reported undergoing explantation of their drug delivery device due to spinal meningitis. Add'l info rec'd from the hcp indicates the system was implanted in 2003. Perioperative antibiotics were administered. After 19 days, the pt presented with fever, abdominal redness, pain, nausea and, and meningeal signs including head and neck stiffness and photosensitivity. The pt was admitted. A culture was obtained of the device pocket, lumbar region and the csf. The csf was grossly turbid. It was determined the pt had an infected pump and spinal meningitis. The pt was brought to the or for removal of the device system. The pt had a wbc of 14.9 and csf wbc of 5,940 with 86% segmented neutrophils. The pt was at high risk for staph, strep, and gram negative rods as causes of his meningitis and was placed on broadspectrum IV antibiotics. The pt's infection resolved. The pt did not experience drug withdrawal. Chronic folliculitis and recurrent mrsa are risk factors for this pt.